Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that surgical intervention is being planned to reposition the ipg for an unknown reason.

Event description:
Additional information indicates the patient experienced pain at the ipg site following some recent weight loss.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.